Event description:
It was reported, PICC catheter was placed in patient. No leakage was found during the pre-flushing of the catheter. The clinical user inserted the catheter according to normal placement and inserted it into the reserved length to prepare for trimming the catheter. When the catheter was pulse-flushed with normal saline, leakage was found. The liquid was ejected in an arc shape, and trachoma appeared at 55 cm. Because they were not sure that there was no trachoma in other places, the catheter was withdrawn, and a new catheter was implanted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl groshong nxt catheter. The returned unit was leak tested by flushing the catheter with water using a 12 ml luer lok syringe. During testing, a leak was observed between the 54 cm and 55 cm depth markers. Microscopic inspection of the leak site location found that a diagonal tear was present. The tear had rounded edges. The catheter was bisected at the tear location and the inner wall inspected. No additional deformation was observed at the tear site. However, near the tear site, impressions were observed on the catheter inner wall which resembled the coiled pattern of the stiffening stylet. The coiled pattern and location suggested that pinching of the stylet had occurred. Manipulation of the stylet while the tubing is pinched against the stylet may cause damage to the catheter tubing. However, ultimately, the features observed did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.